Event description:
It was reported that pump generated recurring cartridge alarm 20 that did not occur during cartridge loading and prevented customer from resuming insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using guided technique, but alarm recurred, so technical support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup insulin therapy, guided customer to place pump in storage mode and return it with prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.